Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the guidewire could not pass through. The doctor decided to stop further insertion. They opened another box, took a replacement iab, which passed through easily. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete event site name: (B)(6) hospital. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2,h3, h6 (type of investigation, investigation finding, component codes, investigation conclusion), h11. The product was returned with the membrane completely unfolded and no blood observed on the returned device or components. One kink was observed on the inner lumen approximately 10.4cm from the iab tip. Maquet guidewire, extender tubing, pressure tubing, dilator, sheath, three-way stopcock, t-handle and angiographic needle were also returned. The technician attempted to insert the returned 0.025¿ guide wire through the inner lumen of a reference 7.5fr catheter and was able to successfully insert the guide wire. The evaluation confirms the reported failure modes, the difficult/unable to insert iab through guidewire failure was most likely due to the inner lumen kink observed on the inner lumen. However, we are unable to determine how this failure may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are related to the event.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: e1 (event site city), g7. The product was returned with the membrane completely unfolded and no blood observed on the returned device or components. One kink was observed on the inner lumen approximately 10.4cm from the iab tip. Maquet guidewire, extender tubing, pressure tubing, dilator, three-way stopcock, t-handle and angiographic needle were also returned. - the technician attempted to insert the returned 0.025¿ guide wire through the inner lumen of the 7.5fr catheter and was able to successfully insert the guide wire. The evaluation confirms the reported failure modes, the difficult/unable to insert iab through guidewire failure was most likely due to the inner lumen kink observed on the inner lumen. However, we are unable to determine how this failure may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.